Event description:
Details from hosp: hosp reported that pt was on a non rebreather mask then switched to the sims resuscitator with flowmeter on flush. The hosp reported that pt could not exhale, valve seemed to occlude exhale passage on device. The pts blood pressure dropped and medication was administered. According to the hosp, there was no harm to pt.